Event description:
Additional info provided by a nurse at the user facility indicates there was no pt impact/injury associated with this report.

Event description:
A user facility reported a defective intraocular lens. It is not known whether there was patient impact/injury asociated with this report. Additional information has been requested.